Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a "pumphead defective". It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed and not duplicated. The assignable cause was that the ail pcb (air in line printed circuit board) was out of calibration. The ail pcb has been recalibrated. A follow-up medwatch report will be submitted if additional information becomes available.